Event description:
In 2008, the sales representative reported the driver was worn. Additional information received from the sales representative the following month, indicated that during a three level construct lumbar surgery, the scrub technician was unable to load the cannulated polyaxial screwdriver. The instrument was switched with another identical screwdriver and the surgery continued without delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending. Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.